Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The reported event was confirmed by the crf report. Crf report confirmed that the patient had right total knee arthroplasty and experienced pain and swelling approximately seven months¿ post implantation. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 3007963827-2019-00081, 0002648920-2019-00223, 0001822565-2019-01267. Concomitant medical products: femoral component precoat item# 00575001702 lot# 63423925, stemmed tibial component precoat item# 00598004701 lot# 63187308, articular surface regular constraint item# 90597004012 lot# 63068831. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an onset of edema and pain in the right knee and leg after initial procedure. The patient was seen by the surgeon. Ultra sound showed no sign of dvt and a pain relief schedule was made for the patient to follow. The issue has resolved. There is no additional information at this time.